Event description:
It was reported that during a lar procedure, after firing the instrument and pulling it out, the anvil stayed in the colon. Managed to get it out by connecting it with the instrument but the anastomosis had failed with a partly stapled anastomos. They heard the click sound when connecting the anvil and it sounded right when they fired the instrument with the sound of the washer breaking. Suturing was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.